Event description:
Complaint received as follows: "is customer: b.braun medical (B)(4) sharp edged catheter."

Manufacturer narrative:
Based on available info, medical determination is that this malfunction is serious. A rough or jagged edged catheter may injure the soft tissues of the urethra in the process of insertion or removal. This may result in bleeding with healing or scarring. One sample in opened pouch has been received and evaluated. The defect has been confirmed. The one lateral hole has sharp edge because of bending of the catheter. History records have been reviewed and all relevant tests required during the mfg process and the final product releasing was carried out and met the mfg and releasing process. No increasing trend on the complaints of this nature for the ref code has been registered recently. Taken into consideration the shape and location of the catheter sharpness we considered that it happened during the packaging process. The likely reason of defect was determined to be the wrong position of the catheter in box. The end of catheter was bent and created the sharp edge of the catheter lateral hole. Relevant operators involved in the packaging process of mentioned lot will be advised to be more careful during the insertion of the catheters into box. The defect occurrence is considered to be within aql level. The failure is included in relevant risk mgmt file and associated hazard is included. Reported to the FDA on (B)(6) 2013.